Manufacturer narrative:
A manufacturer representative went to the site to service the system and found the door sidewall switch and dingus both needed adjustment. After adjustment, the door functioned properly, and the rotor rotates without issues. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the system was able to acquire a 3d image, but then became stuck around the patient as using the yellow button on the system did not open the door. A manufacturer representative what was present was going to attempt to manually open the door by seeing green in the rotor alignment hole and moving clockwise. The attempt to turn was normal for a moment but became more difficult. The manufacturer representative stopped to avoid damage. It was then noted the pendant showed the door as open, and it did look as though the door had opened slightly. The surgeon was still able to continue working while imaging system was around the bed. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating technical services (ts) spoke with the manufacturer field service representative (fse) and the manufacturer re presentative who was present after the case was finished and the patient was removed from the table. It seemed the dingus jumped a tooth. Ts and the fse talked through with the manufacturer representative how to get the door closed and in position to where the rotor could be rotated. However, they kept hitting resistance and were unable to get the rotor to spin without risking damaging the system. Later, a technician was able to get the gantry to open through the emergency door opening procedure. It appeared the gear slipped, but all cabling appeared undamaged.